Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after falling and breaking her leg due to syncope. An ajmaline test was performed, which induced ventricular tachycardia. The physician then cardioverted the patient with the shock paddle above the pulse generator. The device had not exhibited any problems since implant, however after the cardioversion, an inappropriate pacing rate of 130 beats per minute was observed.